Event description:
Boston scientific received information that this programmer screen went dark and the start up screen was barely visible. Rebooting the programmer did not resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis confirmed the reported clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis noted that the display was hard to read upon boot up. Visual observation noted that the inverter cover was melted due to an out of specification inverter. The inverter and inverter cover were successfully replaced.